Event description:
According to physician autosuture (staple gun) failed to fire on first attempt. Unit reloaded and performed without problem during balance of procedure. Pt lost approx. 1100cc blood and as per normal procedure, was given 500cc plasmanate. Blood loss not totally attributable to suture misfire per dr. No intervention required due to misfire.